Event description:
During the procedure, the tip of the device broke off into the patient. Attempts at removal were unsuccessful. The physician felt there could have been 2 causes for the shear: (1) the device malfunctioned, or (2) the patient's tortuous artery caused the shear.